Event description:
First balloon remained in pt for 11 hours when blood was noted in tubing. Placement may have been to high. Second iab placed for 13 hrs when similar leak occurred. Thrid iab placed and doing fine 09/12/96.